Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified artery. A 2.25mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during first inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported.